Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Quick start was initiated; the pg was identified properly and the (B)(4) renewal tr software launched. Interrogation completed normally without any difficulties. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device has a previous history of difficulties interrogating the device. The device was always able to be interrogated by selecting the software. As the device was nearing elective replacement indicator, a revision procedure was scheduled. Prior to the revision it was not possible to interrogate the device; however, selecting the software manually was not attempted. After the device was explanted, it was possible to interrogate the device. No additional adverse patient effects were reported.